Event description:
It was reported that it was noted that the implantable neurostimulator (ins) had moved and when the patient sat she got pain from it. The patient was told that was because the patient had toned down so the ins may have moved up higher in the body. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).